Manufacturer narrative:
Suspect medical device, device manufacture date: cuff gtin # (B)(4), upn# 72404131, batch/lot # 128909012, mfg date 07/30/2016, exp date 04/07/2017. Pump gtin # (B)(4) upn# 72404127, batch/lot # 149997014, exp date 09/21/2017.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to recurring incontinence from fluid loss in the balloon. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted. Patient status was reported as good.